Event description:
It was reported that the patient with this pacemaker system was not feeling well and attended the hospital. Device interrogation revealed that the pacemaker had entered safety mode operation and that this right atrial (ra) lead presented abnormal behavior. X-ray imaging was performed, and it was noted that the lead had dislodged due to possible twiddlers syndrome. Consequently, the device and ra lead were replaced. The lead was capped and abandoned in the patient. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system was not feeling well and attended the hospital. Device interrogation revealed that the pacemaker had entered safety mode operation and that this right atrial (ra) lead presented abnormal behavior. X-ray imaging was performed, and it was noted that the lead had dislodged due to possible twiddlers syndrome. Consequently, the device and ra lead were replaced. The lead was capped and abandoned in the patient. No additional adverse patient effects were reported.